Event description:
It was reported that the implantable pulse generator (ipg) had no diagnostics. It was further reported that the "implant detection" had been left on and needed to be turned off before the ipg would record data. The ipg was reprogrammed correctly and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.